Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-2329; product lot/serial number unknown; product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient developed multiple cer ebral infarctions and cerebellar infarctions, however, the symptoms improved so the patient was discharged from the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 continuation of d10: product ID: l-evolutfx-2329; product lot/serial number: (B)(6); product type: compression loading system (cls), product ID: d-evolutfx-2329; product lot/serial number: (B)(6); product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received correcting that the cerebral infarctions occurred an unknown time following the valve implant. The type of stroke was not confirmed. Per the physician, the cause of the stroke was unknown. The patient symptoms were unknown and it was unknown if treatment was proved or if the stroke resolved.